Event description:
It was reported that the patient heard an alarm and contacted the clinic. It was suspected the alert was due to a magnet close by. The device remains in use. No patient complications have been reported as a result of this event.